Event description:
Received info that the luer lock unscrewed from the pt line. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental report will be submitted.